Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager (cm) reported to fresenius post market surveillance via fax on (B)(6) 2026 that a combiset bloodline had the transducers not seeding properly, giving multiple transmembrane pressure (tmp) error alarms and air in the line. Upon follow-up received via email on (B)(6) 2026 the clinical manager stated that on (B)(6) 2026 that reported issue occurred during multiple treatments; however, the cm was unable to provide specific event dates, the exact number of incidents, or additional lot numbers. Per the clinical manager, the transducers were getting wet during treatment, causing tmp alarms and the patient care technicians (pct) had to change out several transducers during treatments. The patients involved reported no blood loss and they were able to complete treatment. No additional information was provided.